Event description:
The manufacturer was contacted in reference to dreamstation auto CPAP device. The reporter alleged of having lung disease. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to dreamstation auto CPAP device. The reporter alleged of having lung disease. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.